Event description:
It was reported that a spectrum pump needed a new ail sensor. It is likely that this refers to "air-in-line" alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom through air in line alarms in the history log, but could not reproduce it. The issue was caused by low sensor readings on a failed upstream sensor. The failed upstream sensor was replaced.